Event description:
Pt completed usual injection and afterwards she could not find the needle. Went to emergency and was x-rayed revealed cannula in subcutaneous tissue of abdomen. Dr. Made no attempt to remove needle.